Event description:
Patient was reported to be referred for surgery due to the lead being too tight and pulling when the patient turns his head. It was noted that during the surgery the lead wire would be loosened in the neck and chest area. It was noted that product replacement was not expected. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that the patient underwent surgery. It was noted that no replacement products (lead or generator) were opened or implanted. Instead, a couple of the patient's sutures were loosened as well as the lead. It was noted that device placement was still the same as at implant and no changes were made to the generator or settings. It was noted that there was no further patient complaint of the reported events.

Event description:
Further information was received from the patient's physician that the physician's assessment of the cause of the event was patient manipulation or trauma. It was confirmed that a non-absorbable suture was used to secure the generator during implant. It was noted that inadequate strain relief due to patient anatomy may also be contributing to the event. The physician noted that surgical intervention would be to free up tightness in the lead to prevent damage to the vagal nerve.

Manufacturer narrative:
Corrected data, version no 1: inadvertently stated that per the physician the events were due to patient manipulation or trauma instead of were not due to patient manipulation or trauma.

Event description:
Further information was received from the patient's physician that the events were not related to patient manipulation or trauma.